Event description:
It was reported that during a follow up in clinic, loss of capture and high pacing impedance were noted on the left ventricular (lv) lead. The physician suspected lv lead damage, however, diagnostic imaging was performed and no anomalies were observed. The lv lead was explanted and replaced, during an unrelated procedure, to resolve the event. The patient was in stable condition.